Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the emergency room due to syncope. It was identified that a lead polarity switch occurred due high and undefined impedance both bipolar and unipolar on the right ventricular (rv) lead. Over-sensing was also reported and sensing had to be increased. Lead fracture is suspected. The rv lead was inactivated and replaced. No further patient complications have been reported as a result of this event.